Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2015. Explant date: 2015.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient also stated that they could hear voices. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.